Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the keyboard and overlay to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received with a reported unit failure of the keypad malfunctioning. The fat performed a visual inspection and found the part to be damaged on the keypad and what appears to be water damage on the board. Due to the damage and the risk associated to the cs300 test fixture, fat will not install this part and cannot continue this investigation. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the keyboard was malfunction. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the keyboard was malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6(type of investigation). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.